Manufacturer narrative:
There was no button response on the pump, and the button error alarm was due to corroded keypad traces. Note: this is a remediation. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 434mg/dl. The customer treated the high with manual injections. The customer states the buttons are unresponsive. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.